Event description:
Femoral art line tubing separated where tubing goes into port. Did not come unscrewed but separated at a location it was not supposed to separate. Staff noticed, problem so no harm to pt. Second occurrence of same problem. Line clamped and new set-up placed.